Manufacturer narrative:
A4 and a5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that while implanted with an impella 5.5 the patient went into atrial fibrillation which resulted in tachycardia. The patient was cardioverted and cardiopulmonary resuscitation was provided. The patient was successfully weaned from the pump and survived.